Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant product code was sold internationally. It was sold in the us under a different product code.  The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Update ad apr 3, 2018: asr litigation received. Litigation alleges injury, pain, stiffness, discomfort, metal poisoning, emotional distress, anxiety, weakness, limited mobility, and decreased quality of life. Doi: (B)(6) 2006; dor: (B)(6) 2017; left hip.

Manufacturer narrative:
Pc-(B)(4) no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Update (B)(6)2018: investigation re-opened upon receipt of new information. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
After review of medical records, patient was revised to address metallosis with severe osteolysis, metal-on-metal left total hip arthroplasty, and high cobalt and chromium levels. Patient alleges severe pain of the left hip, and was noted radiographically to have a recalled asr acetabular component and asr femoral head with edge loading. There was osteolysis noted. Revision notes reported that there was severe metallosis and blackening of the capsule and the tissues surrounding the capsule. There was a significant amount of fluid surrounding the hip. A capsulectomy was performed at that time anterior, taking this medially and laterally. The posterior capsule was partially removed as well and any metallotic mtallosis type debris was removed. There was some osteolysis in green zones. Any metallosis type fibrous tissue was removed with a curet. The cup was removed with minimal bone loss. There had been extensive osteolysis behind the cup and metallotic type debris. There were large, contained defects. These were cleaned free from many metallosis debris. Doi: (B)(6) 2006 - dor: (B)(6) 2017 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Patient code: no code available ((B)(4)) was used to capture emotional distress, metal poisoning, bone injury and device revision or replacement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.